Event description:
During sample evaluation, the vented spike adapter was found to be separated. According to the evaluation, the iac spike (B)(4) was separated from the connector (B)(4). It is unknown when this condition occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Thirty-eight companion samples were returned for evaluation. A visual inspection and a hand-pull tests were performed. The hand-pull test revealed that the spike adaptor separated from the tubing on all of the (B)(4) samples. The reported condition was confirmed. The root cause of the condition was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.